Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2014 her blood glucose reached 470 mg/dl less than a day after the pod was activated. Upon removal she noticed the cannula was kinked.